Event description:
Caller indicated that patient's device is alerting for rv (right ventricular) tip>rvcoil impedance of 190 ohms. Ttc is now the programmed sense polarity, as r-wave amplitude is better than in bipolar. Lead is trending right on cusp of 200 ohms alert threshold. Device will likely frequently alert for 190 ohms impedance given that ttc is part of p/s polarity. Consider turning off device tones and leaving wireless alert on to mitigate frequent tones. Confirmed that alert can be reset via ram. Prior device showed ttc impedance trend around 285 ohms, but since gen change, appears that ttc is now at ~200 ohms. No other indicators of lead issue aside from low impedance. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).